Manufacturer narrative:
Additional information: this product was not marketed in the u.s. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticmo12.6 implantable collamer lens, -5.0/+3.5/91 diopter into the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to significant reduction of endothelial cell counting or significant endothelial cell loss. The lens was not exchanged. The patient's post-op (on (B)(6) 2015) best corrected visual acuity was 20/20.

Manufacturer narrative:
The correct date for the initial is 10/20/2015. (B)(4).